Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the threshold of the left ventricular (lv) lead increased. Placement difficulty due to patient anatomy was also noted. The physician replaced the lead. No patient complications have been reported as a result of this event.